Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. Precontoured device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: alzahrani m, et al (2018). Are clinical outcomes affected by type of plate used for management of mid shaft clavicle fractures? Journal of orthopaedics and traumatology. Volume 19. Number 8. Page 1-6. (Canada). This purpose of this study is to determine to which degree clinical outcomes differ for plate type following open reduction internal fixation (orif) for midshaft clavicle fractures fixed using superiorly positioned plates by: (1) all cause reoperation rate and (2) rate of fracture union. Between october 2007 and january 2014, a total of 102 patients who underwent primary open reduction internal fixation (orif) for a midshaft clavicle fracture were included in the study. There were 74 males and 28 females with a mean age of 34.9 +/- 12.8 years. The 28 patients were implanted with an unknown synthes 2.7 mm calcaneal reconstruction plates; 20 patients were implanted with an unknown synthes 2.7 mm reconstruction plates; 36 patients were implanted with an unknown synthes 3.5 mm pelvic reconstruction plates, 8 patients were implanted with an unknown synthes 3.5 mm precontoured clavicle plates; and 10 patients were implanted with an unknown synthes 3.5 mm locking compression plates (lcp). Patients were managed post-operatively with sling immobilization for 2 weeks and ongoing clinical and radiographic exams until consolidation of the fracture. Minimum follow-up is 12 months post-op. Complications were reported as follows: 3 patients had nonunion; 14 patients had plastic deformation; 5 patients had plate breakage; 8 patients had screw pullout; 1 patient was revised due to screw pullout. (Screw pullouts only occurred on 2.7 reconstruction plates and 3.5 reconstruction plates. Article did not specify if these are synthes screws.) (The article did not specify which plates were implanted for the unknown patients involved.) The 17 patients had pain at 6 weeks post-op. Eight of them were one of those patients who underwent revision. The 10 patients had plate prominence and underwent revision. The 1 patient had deep infection and underwent revision. The 3 patients had superficial infection. A total of 18 patients underwent revision surgery. (The article did not specify which plates were implanted for the unknown patients involved.) The 3 patients were revised due to plastic deformation. The 2 patients were revised due to plate breakage. This report is for unknown screws. This is report 8 of 10 for (B)(4). A copy of the literature article is being submitted with this medwatch.